Event description:
Pt reported obtaining back-to-back blood glucose results of 28 mg/dl and 87 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was not experiencing symptoms of hypoglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.